Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar olisthe type of procedure or technique used: lumbar spondylolisthesis with pedicle screw fixation and bone graft fusion it was reported that intra-op, screw broke. No fragment of the instrument remaining in the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
Product analysis results: visual optical microscopic dimensional visual evaluation revealed the screw has separated from the multi-axial head. Optical inspection confirmed the ring and crown were still assembled in the head. A portion of the ring has been sheared through the cross sectional area on each side of the retaining ring gap, with the remaining portion of the ring still seated in the groove of the head. Microscopic inspection confirmed witness marks on one side of the inner head consistent with severe angulation of the bone screw. Dimensional check confirmed bone screw head diameter to be within print specification. The above observations are consistent with overload as the mechanism of failure. If information is provided in the future, a supplemental report will be issued.